Manufacturer narrative:
(B)(4). Unit received insulin pump error alarm followed by an other pump error alarm, problem isolated to mother board. Unable to perform operating currents, self test and displacement test due to multiple insulin pump error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarm. Customer's blood glucose level was unknown. Customer stated alarm occurred during normal use. The insulin pump will be returned for analysis.